Event description:
It was reported that the patient had a possible air/gas embolus during a procedure using versapoint. It had been planned to perform both an open myomectomy and an hysteroscopic resection. A laparotomy incision was performed. Then a hysterscopic myoma resection was performed. The patient was in a supine position without any trendelenberg. The physician removed the scope a few times to remove chips, but the event did not occur during or just after the scope removals. There was no excess bleeding during the case. The patient had been treated with preoperative leuprolide hci. About 45 minutes into the procedure, when the doctor was almost finished, the anesthesiologist informed the doctor that the end-tidal co2 had dropped as had patient blood pressure. He said he heard a murmur. Dr. Immediately stopped the procedure and removed the scope. The patient recovered quickly and spontaneously. Procedure was extended by 15 minutes.